Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while taking spins on the system they heard a thud, the gantry would bounce, and the mobile view station (mvs) would prompt a message saying the scan had an early termination. The site was using the handswitch. There was no reported delay to procedure and no reported impact to patient outcome.

Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: bi70000010, serial/lot #: unknown, product ID: bi71000416, serial/lot #: unknown h2-3) a manufacturer representative (rep) went to the site to test the imaging system. The rep checked the gantry to determine what was causing the rotor to not spin a full cycle. The bottom dingus was identified as being very close to the cog pieces of the rotor during spin causing a small clicking and there was a prong on the cable chain bent. The rep adjusted the dingus slightly out to give a better clearance when disengaged from the door cog. Also, the rep straightened the metal prong on the cable chain guide to be out of the way and able for the cable chain to properly fall in the guide track. Once completed, a rotation of the gantry rotor was done to ensure the system was not catching anymore. Then a complete 3d x-ray cycle was done twice more to ensure the system would properly spin and shoot a completed 3d image. System was left fully functional. Codes: b01, c17, d07 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.